Event description:
It was reported that two years ago during a revision the hcp found a received that was corroded. The hcp decided to do an irrigation of the pocket and implant the patient at a later date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).